Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the physicians office after not being follow for a couple of years. A previous lead safety switch (lss) was observed. The patient reported feeling dizziness without syncope. The patients most recent dizzy spell matched oversensing episode observed in logbook. Reprogramming was performed in which no oversensing or pacing inhibition was observed. The patient was sent for an x ray. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to lead model/serial number from 7731/(B)(6) to 7735/(B)(6).. B5 and cs field now state ra lead, not rv. Previous cs/b5 field: it was reported that the patient with this right ventricular (rv) lead presented to the physicians office after not being follow for a couple of years. A previous lead safety switch (lss) was observed. The patient reported feeling dizziness without syncope. The patients most recent dizzy spell matched oversensing episode observed in logbook. Reprogramming was performed in which no oversensing or pacing inhibition was observed. The patient was sent for an x ray. The lead remains in service. No adverse patient effects were reported. Updated to: it was reported that the patient with this right atrial (ra) lead presented to the physicians office after not being follow for a couple of years. A previous lead safety switch (lss) was observed. The patient reported feeling dizziness without syncope. The patients most recent dizzy spell matched with the oversensing episode observed in logbook. Reprogramming was performed in which no oversensing or pacing inhibition was observed. The patient was sent for an x ray. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead presented to the physicians office after not being follow for a couple of years. A previous lead safety switch (lss) was observed. The patient reported feeling dizziness without syncope. The patients most recent dizzy spell matched with the oversensing episode observed in logbook. Reprogramming was performed in which no oversensing or pacing inhibition was observed. The patient was sent for an x ray. The lead remains in service. No adverse patient effects were reported. Additional information was received that the lss was due to an right atrial (ra) lead pace impedance measurement of greater than 3,000, not rv lead. The lead remains in service. No adverse patient effects were reported.